Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. D4: batch # unk. Additional information was requested and the following was obtained: "please provide more details: how was the bleeding controlled? Unknown. What amount of blood loss (mls) occurred? Surgeon did not mention this, so assuming not significant. Was a transfusion required? No mention of transfusion. Was there any change to the procedure as a result of the event? Unknown. What is the current patient status? " unknown." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG procedure, it was noted that the device worked on larger vessels but tears smaller ones. In this instance it worked fine on the mammary artery but was tearing the smaller vessels underneath, thus causing bleeding. There were no patient consequences.